Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the clinic experiencing fatigue. Upon interrogation, the pulse generator exhibited backup vvi operation. The battery was near elective replacement indicator and could not be troubleshooted. On (B)(6) 2015 the device was explanted and replaced.